Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5091922) on 06-jan-2020. The most recent information was received on 06-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('heavy cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included escitalopram oxalate (lexapro), gabapentin, ibuprofen, insulin aspart (novolog), insulin glargine (lantus), lisinopril and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability and medically significant), weight fluctuation ("weight and mood changes"), mood altered ("weight and mood changes"), allergy to metals ("allergic to nickel") and adnexa uteri pain ("pain mainly on the left side of my ovaries") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, weight fluctuation, mood altered, allergy to metals and adnexa uteri pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, allergy to metals, mood altered, pregnancy with contraceptive device and weight fluctuation with essure. The reporter commented: seriousness criteria /disability/permanent damage mentioned but not specified or assigned to any of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5091922) on 06-jan-2020. The most recent information was received on 19-aug-2021. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('heavy cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included escitalopram oxalate (lexapro), gabapentin, ibuprofen, insulin aspart (novolog), insulin glargine (lantus), lisinopril and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability and medically significant), weight fluctuation ("weight and mood changes"), mood altered ("weight and mood changes"), allergy to metals ("allergic to nickel") and adnexa uteri pain ("pain mainly on the left side of my ovaries") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, weight fluctuation, mood altered, allergy to metals and adnexa uteri pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, allergy to metals, mood altered, pregnancy with contraceptive device and weight fluctuation with essure. The reporter commented: seriousness criteria /disability/permanent damage mentioned but not specified or assigned to any of the events quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2021: maude case received: event pregnancy with contraceptive device added event device ineffective added, seriousness criteria updated as disability/permanent damage reported but not specified to one of the event. Case became serious incident.reporter and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.